Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and observed potential burn damage on the exterior of the reader casing. Further extended investigation was performed, and it was determined that the returned reader was likely exposed to microwave frequencies which damaged the printed circuit board assembly (pcba) and the lcd (liquid crystal display). The returned reader did not power on by button press, strip insertion, or through a universal serial bus (usb) cable. A visual inspection was performed on the returned reader's pcba, and burn marks and extensive damage were observed on the pcba as well as other various reader components. The investigation replicated this pattern of damage by placing the known good reader in microwave oven. This indicated that the returned reader was also likely exposed to the microwave field, which resulted in the damage of pcba and the reader.. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported visible smoke while charging their freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported visible smoke while charging their freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.